Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided, a cause for the reported unintended movement associated with clip opening while establishing final arm angle (efaa) and clip opening while locked after deployment could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure performed to treat degenerative mitral regurgitation (mr), with an mr grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets were grasped approximately five times. The clip opened a little, during the first final arm angle (efaa) test. Efaa was repeated, and efaa passed. However, after the clip was deployed, as the lock line was pulled out, the clip opened 10 degrees. The clip remained stable on the leaflets. Mr was reduced to 1+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.